Manufacturer narrative:
Zoll medical corporation received the suspect device and associated electrode pads for evaluation. The malfunction was duplicated and attributed to the electrode pads. The customer received a replacement set of electrode pads. Review of the device history log shows that the device was in non-rescue mode when the malfunction occurred. Reports of this nature do not meet the criteria of reportability as it does not impact the device's ability to be used clinically. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.